Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 96 mg/dl at the time of the call. The customer was not able to troubleshoot during time of call. The product was not returned for analysis.